Event description:
A device was returned and examined as a precaution in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam particles or degradation. The device was scrapped. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A report will be filed with all applicable regulatory agencies. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information in relation to a technician examined the device (bipap s/t c series) as a precaution. During the inspection, he discovered black particles being emitted from the machine and strongly advised immediate maintenance. However, after the work was performed, the device began making unusual noises during operation, something that had never happened before. This raised concerns that the device may have been inadvertently damaged. The patient representative reported that the device has already been successfully replaced. Additionally, allegations include that a recent chest x-ray and medical assessment revealed that she has developed an infection in her lungs, which has spread across them. She has been prescribed multiple medications as part of a long-term treatment plan, which is ongoing and may be extended depending on her progress. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. This is a follow report to correct the country of occurrence recorded on the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported information in relation to a technician examined the device (bipap s/t c series) as a precaution. During the inspection, he discovered black particles being emitted from the machine and strongly advised immediate maintenance. However, after the work was performed, the device began making unusual noises during operation, something that had never happened before. This raised concerns that the device may have been inadvertently damaged. The patient representative reported that the device has already been successfully replaced. Additional allegations include that a recent chest x-ray and medical assessment revealed that she has developed an infection in her lungs, which has spread across them. She has been prescribed multiple medications as part of a long-term treatment plan, which is ongoing and may be extended depending on her progress. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. This is a follow report to correct the country of occurrence recorded on the previously submitted report.